Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed several call service alarms due to occlusion during prime and a call service message for no cartridge detected warning on (B)(4) 2014. The pump alarmed with a call service alarm upon the first rewind attempt which prohibited further testing to adequately investigate the reported unable to prime complaint. Inspection showed a missing piston in the cartridge compartment, and no intermittent condition was found to the force sensor flex pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.